Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of a -8.5/1.50/070 (sphere/cylinder/axis) lens was damaged. The lens was not implanted.

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. (B)(4)

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the lens haptic torn with foreign material on the lens surface specifically residue on lens optic. Claim #(B)(4).

Manufacturer narrative:
D4 - unique identifier (UDI) # corrected to (B)(4). Claim #(B)(4).